Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. The house retains were visually evaluated per specification and no defects were noted on the products. In order to replicate the event, the house retains were spiked into a glass vial and consistent flow was noted from the spike. The reported defect was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user reported: it was reported that the transfer device would not transfer the swfi to the dp vial. No injury reported.